Manufacturer narrative:
(B)(4). The lot number is supplier lot number (not a coloplast lot number). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the legal representative stated severe pain with daily activities. A portion of the novasilk was excised and removed on (B)(6) 2011 due to exposure. The patient also had an aris mesh, reported under 2125050-2020-00480. Stated vaginal prolapse, urinary incontinence, physical deformity and the loss of the ability to perform sexually.